Manufacturer narrative:
Foreign source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via healthcare professional (hcp) via manufacturer representative (rep) reported that the there was an electromagnetic interference implantable neurostimulator (ins). The patient needs to do some neurological tests. The patient turned off their neurostimulator. The tests showed that the neurostimulator still sends signals. The physician turned the stimulator off via the tablet and then the signals disappeared. They have measured somatosensory evoked potentials (sep) from the tibial nerve in the patient. The rep derived the potentials on the cortex at cz' (3 cm behind cz) with reference to fz, on the back additionally at height lwk1 (thoracolumbar transition) with reference to the iliac crest. I stimulated the tibial nerve behind the inner ankle with a current of 20ma and a frequency of 4.7 hz. They were not able to determine the frequency of the interfering signal exactly, but they conclude from the eye that the frequency was 1000 hz (because there was 1 "potential" per ms).